Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother, that the reservoir compartment of the insulin pump is damaged and missing an o ring. Customer's blood glucose level at the time 365mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at reservoir tube window corners, battery tube thread and with minor scratches on lcd window.